Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: a promus element plus, mr, ous 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found there was a stent which was damaged the entire length with stent struts stretched distally over the tip which was covering this returned promus element plus stent and was caught on the first two proximal stent struts of this promus element stent. Stent damage most likely occurred due to interaction with a previously placed stent. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and tactile examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that device was explanted and device interaction were encountered. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified first obtuse marginal artery. A 2.50x16mm promus element plus drug-eluting stent was advanced and placed for treatment. After that, another of the same device was advanced distally since the initial placed stent turned out to be too short to cover the lesion. However, the second stent failed to cross the lesion. The first stent was caught by the struts of the second stent. Both stents were removed together from the patient's body. The procedure was completed with a third long stent covering the whole length of the lesion. The patient was admitted in very bad condition, but this is not related to the procedure. No further patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that device was explanted and device interaction were encountered. The 50% stenosed target lesion was located in the mildly tortuous and moderately calcified first obtuse marginal artery. A 2.50x16mm promus element plus drug-eluting stent was advanced and placed for treatment. After that, another of the same device was advanced distally since the initial placed stent turned out to be too short to cover the lesion. However, the second stent failed to cross the lesion. The first stent was caught by the struts of the second stent. Both stents were removed together from the patient's body. The procedure was completed with a third long stent covering the whole length of the lesion. The patient was admitted in very bad condition, but this is not related to the procedure. No further patient complications were reported and patient's status was stable.